Event description:
The reporter indicated that since the vns reporter has experienced shortness of breath associated with minimal exertion (i.e. Walking fast). The patient also experiences tachycardia during these events. The patient's heart rate will raise to 120 bpm from a resting rate of 80 bpm. It was reported that the patient had a very high energy level and a good deal of stamina prior to the implant. The patient's oxygen saturation was checked and resulted in normal and all pulmonary testing that has been done has also been normal. The patient reportedly does not notice any relationship between these symtpoms and the cycling of the vns. Patient also reported that the medications have not been changed. Patient stated that patient was having good seizure control until the last parameter adjustment. Subsequent to this adjustment, patient's seizures have increased, but are still below baseline.